Event description:
Physician reported a pt developed hemolytic anemia while on crrt therapy with the nxstage device. The first car had been replaced due to clotting; approx 6 hours into the use of the 2nd car the pt had dramatic changes in their lab work; the hb decreased to 4.2 from 10.5, the potassium was 5-5.6 from the mid 4s, and the bicarb was < 10. It is unk if pt received medical intervention.

Manufacturer narrative:
The car was discarded therefore the exact cause of the reported issue cannot be determined. The physician suggested the event may be related to early sepsis. The physician also reported to kinking of car tubing was observed. Log files analysis of the pressure profile indicates possible clotting; and that the operator rinsed back the pt's blood. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may also lead to sustained high pressures in the blood circuit and cause a dialyzer blood leak or hemolysis. If additional info becomes available follow-up report will be submitted.